Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that 2 weeks ago (in (B)(6) 2017) the patient charged for 8 hours with 6 coupling boxes and had no % increase of the implantable neurostimulator (ins) battery. Per the consumer, it was 6 coupling boxes with some fluctuating. The ins was currently at 0-25% and the caller was able to charge the ins on the date of the report with 8 coupling boxes. The caller had been charging for about 45 minutes at the time of the report. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-01-23. It was reported that has of the date of the call, the patient had been using her device and had not reached out further to the representative. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s daughter. It was reported that there was poor coupling and it was taking too long to charge. The patient met with a manufacturer representative (rep) on the day of the report and they were able to connect with the rep¿s recharger fine. The patient was able to get 8 boxes filled at the end of the call but they stated they charged for 4 hours with all 8 boxes and could not get the ins past ¼ charge. A replacement insr was sent. No patient complications were reported as a result of this event.